Manufacturer narrative:
This is an initial report. The customer's product has been requested back for investigation. A follow-up report will be filed once the investigation results are available. Note: the device manufacturer date is unknown as the meter serial number is unknown.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 375 mg/dl, 320 mg/dl and 109 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.